Event description:
The customer reported to philips that the heartstart xl had a general system test failure with error 90002. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.